Event description:
Follow-up information revealed the patient also reported pain/burning sensation at the ipg site. Subsequently, the patient underwent surgical intervention on (B)(6) 2017 wherein the ipg was explanted and replaced.

Manufacturer narrative:
1627487-07262012-002-r; 1627487-12192011-003-r. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used her scs system in approximately 3 years due to unrelated health issues. As such, the ipg is inoperable. Subsequently, the patient may undergo surgical intervention as the next course of action.